Manufacturer narrative:
All pertinent information available to sight sciences, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr 803. (B)(4). Submitted to FDA on: 05/03/2017.

Event description:
The site reported that the microcatheter was severed while performing viscodilation. The entire device was removed from the eye. There is no known adverse impact to the patient.

Manufacturer narrative:
After visual inspection and functional test of the returned device, it was determined that there was no malfunction in this device. (B)(4). Follow-up report submitted to FDA on: 05/24/2017.